Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/02/2016-product analysis: the device was returned and evaluated by product analysis on 08/09/2016 with the following findings: review of the pump¿s black box found related call service alarms. The pump alarmed for a call service 069 alarm. Unrelated to the complaint, a battery compartment crack was observed.